Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of morphine for non-malignant pin. The pt experienced increased pain. On three occasions, the volume in the pump reservoir was greater than the volume remaining on the programmer. The pt underwent explantation of the pump in 2000. The pump was returned to the MFR for analysis. The pt underwent implantation of another synchromed pump and catheter in 2000 and intrathecal infusion of morphine was restarted.